Event description:
Reporter indicated that since last increase in programmed output current in 2003, the pt has been having an increase in seizure activity from their pre-vns baseline frequency. The pt has reportedly had 2 to 3 episodes of grand-mal seizures and some cluster seizures that last up to 45 minutes. It was also reported that the pt had been vary aggresive and irritated since the change. Further follow-up revealed that the programmed output current was reduced from 0.75ma back to original setting of 0.25ma the following month.